Event description:
A customer reported that the eci analyzer associated incorrect pt demographics with a sample ID. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.